Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). Our field service engineer (fse) examined the ventilator and could not reproduce the reported event. The ventilator passed pre-use check, functioned normally and no parts were replaced. Evaluation of provided ventilator logs shows that high respiratory rate alarms were triggered together with alarms for peep low and expiratory minute volume high. The high respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto triggering. This will lead to an increase in the respiratory rate. Information concerning what type of patient breathing circuit or filter that was in use at the time of the event was not provided. The technical log does not contain any technical error codes that indicate a ventilator malfunction at the time of the event. The root cause of the auto triggering has not been determined, however the most probable cause is a leakage situation in the patient circuit.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was auto cycling. There was no patient harm. (B)(4).